Event description:
According to the customer, the cotton end of the applicator became "dislodged" while inside a wound and required irrigation in order to locate and remove the cotton tip.

Manufacturer narrative:
According to the customer, the cotton end of the applicator became "dislodged" while inside a wound and required irrigation in order to locate and remove the cotton tip. The customer reported the cotton is "loose" on the applicator which led to the detachment of the cotton tip. The customer did not report any serious injury, medical intervention, or follow-up care needed related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.